Manufacturer narrative:
The customer declined service by a siemens field service engineer (fse). The customer repeated other samples run around the time frame of the time frame of the discordant sample and concluded that it was an isolated event. It is unk what caused the discordant troponin result.

Event description:
A discordant advia centaur cp troponin (tni) result was reported to the physician. The physician questioned the result. The sample was retested and a corrected report was issued. There are no reports of pt intervention or adverse health consequences due to the discordant troponin result.